Manufacturer narrative:
Review of the DHR showed that the housekeeping is performed per shift with no abnormality observed. Current control there is a 3 hourly outgoing inspection and 2 hourly in-process inspection in place to check for foreign matter. The foreign matter inside the package and syringe could be due to pest infestation. The foreign matter could have been brought into package when the pest bit the bottom web to enter the packaging. The product could have been infested with pest due to uncontrolled storage conditions before distributed to the customers¿ premises. The nonconformance could have occurred out of the manufacturing facility. The team had also reviewed the pest controls records and no abnormalities were detected at the 10ml manufacturing line. Hence, we are unable to identify the root cause of the reported nonconformance. Continue monitor the non-conformance trend.

Event description:
Black color particle found inside syringe barrel before opening the pack.

Manufacturer narrative:
Our quality engineer inspected the 8 samples submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the sample. Analysis of the sample showed black particles inside the syringe product and at the corner of the blister packaging. The team also observed jagged holes on the bottom web. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The foreign matter inside the package and syringe could be due to pest infestation. The foreign matter could have been brought into the package when the pest bit the bottom web to enter the packaging. The product could have been infested with pests due to uncontrolled storage conditions before distributed to the customers¿ premises. The nonconformance could have occurred out of the manufacturing facility. The team had also reviewed the pest controls records and no abnormalities were detected at the 10ml manufacturing line. The root cause was unable to be identified for the reported nonconformance. Current controls include a 3 hourly outgoing inspection and 2 hourly in-process inspection in place to check for foreign matter. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
It was reported that bd syringe 10ml ll 21x1intw india had foreign matter black color particle found inside syringe barrel before opening the pack